Event description:
Target was notified taht during a coronary angiogram, while trying to cross a tight stenosis, the guidewire broke and the detached segment was left in patient. The physician removed the detached segment with a snare. Additional information had been requested.